Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed a high current drain caused by a fractured ic u7. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted and replaced due to premature battery depletion which was initially reported through the exemption alternative summary report for this model. The device subsequently tested out of specification and doesn't meet the exemption for alternative summary reporting. No patient complications have been reported as a result of this event..